Manufacturer narrative:
As reported, when the pouch of a 6f vista brite tip was opened, it was noted that the distal tip was crushed. It was therefore replaced with a new brite tip device and the procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There was no damage noted to the packaging. The integrity of the sterile pouch was compromised. There are no pictures available. The device was not returned for analysis. A device history record (DHR) review of lot 17486196 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip compressed/crushed - during prep¿ and ¿packaging/pouch/box compromised sterility¿ could not be confirmed as the device was not returned for analysis. The exact cause of the compressed/crushed and reported compromised sterility could not be determined. Based on the limited information available for review, storage and handling factors may have contributed to the reported events. As cautioned in the instructions for use, which is not intended as a mitigation, ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, when the pouch of a 6f brite tip was opened, it was noted that the distal tip was crushed. It was therefore replaced with a new brite tip device and the procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There was no damage noted to the packaging. The integrity of the sterile pouch was compromised. The product was not clinically used and it will not be returned for analysis. There are no pictures available.